Event description:
Customer alleges the chair will not return to upright position. No injury alleged.

Manufacturer narrative:
(B)(4) issued mfg. Report #1525712-2012-00459 with the brand name listed as a power chair. The correct device is a reclining chair on casters, common device name is (B)(4). No RMA has been initiated for this issue. Model lc51-1, serial number/date code (B)(4) is approximately 12 years old. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's preexisting medical condition was stated as having ra and trouble with her legs. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that this power chair was originally purchased for her late husband. The chair allegedly will not return to the upright position and it hums when it is turned on. The dealer sent out a tech who was able to remove the motor and restore the chair to an upright position. The consumer is going to purchase a new chair for herself. No injury or medical intervention alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model lc51-1, serial number/date (B)(4) is approximately 12 years old. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's preexisting medical condition was stated as having ra and trouble with her legs. The consumers stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that this power chair was originally purchased for her late husband. The chair allegedly will not return to the upright position and it hums when it is turned on. The dealer sent out a tech who was able to remove the motor and restore the chair to an upright position. The consumer is going to purchase a new chair for herself. No

Event description:
Customer alleges, the chair will not return to upright position. No injury alleged.